Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Caller reported patient's blood appeared "watery and thin." No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The lay user/patient contacted lifescan alleging the meter has dark blue/ purple coloring on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.